Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unknown. A software analysis was initiated to determine the probable cause of the issue found through application software testing. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database - unable to re-orient rgb exam. Mfg date was not applicable, since the issue was not found on an actual system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while testing the application software of the navigation system, re-orienting a red, green, blue (rgb) exam resulted in the expected banner appearing but the task not being completed. It was noted that the user interface was still responsive to prompts from the user and other tasks could be completed while the re-orienting was being attempted by the system. It was noted that the behavior was consistent with an anomaly in the medtronic navigation software anomaly tracking database. There was no patient present when this issue was identified. No additional information was provided. (B)(4) (rep): aware date updated to 03/14/2019.